Manufacturer narrative:
Reported event: an event regarding infection involving an adm liner was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant concluded: conclusion of assessment this patient with obesity had a revision surgery performed for recurrent dislocation with exchange of the bearing to an mdm construct. The surgery was complicated by an early superficial wound infection requiring irrigation and debridement 10-days post surgery with all devices retained. Does the review identify any procedural related factors that contributed to the event? - infection is a procedure-related complication of any implant surgery - revision surgery carries an increased infection risk does the review identify any patient related factors that contributed to the event? - obesity of the patient (bmi=34) carries an increased infection risk. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot and sterile lot indicated. Conclusions: the investigation confirmed the reported event of infection however, no definitive root cause was determined, only possible root causes. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On follow-up for pi (B)(6) (revision of patient's left hip on (B)(6) 2018), rep provided post-operative documents. On (B)(6) 2019 exam note reports patient "has drainage and redness from his incision site". On january 9, exam note reports patient "is having a moderate amount of drainage from his incision. He notes he is changing his bandage twice a day and his incision is still weeping through the bandage. He states the incision looks fine but continues to drain" with mild hip swelling noted. On (B)(6) 2019, an open debridement of the left hip with copious irrigation and closure over drains was performed with no devices revised. Intra-operatively, it was noted that no purulent material was present, and that fluid and tissue was sent for culture and sensitivity.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; cat#626-00-46f; lot#68089704. 28mm +4 v40 taper vit head; cat#6260-5-228; lot#64936305. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device remains implanted.

Event description:
On follow-up for pi (B)(4) (revision of patient's left hip on (B)(6) 2018), rep provided post-operative documents. On (B)(6) 2019, exam note reports patient "has drainage and redness from his incision site". On (B)(6), exam note reports patient "is having a moderate amount of drainage from his incision. He notes he is changing his bandage twice a day and his incision is still weeping through the bandage. He states the incision looks fine but continues to drain" with mild hip swelling noted. On (B)(6) 2019, an open debridement of the left hip with copious irrigation and closure over drains was performed with no devices revised. Intra-operatively, it was noted that no purulent material was present, and that fluid and tissue was sent for culture and sensitivity.